Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated total psa results for one patient, a (B)(6) male. On (B)(6) 2011(sid (B)(6)) the analyzer generated an initial result of 2.205 ng/ml. On (B)(6) 2012 (sid (B)(6)) the patient was redrawn and an initial total psa result of 3.08 ng/ml was generated. The same sample was retested on (B)(6) 2012 and generated a total psa result of 5.91 ng/ml. The account uses a normal range of 0 - 4.8 ng/ml for architect total psa. There was no adverse impact to patient management reported.

Event description:
Clarification of information provided on initial report: - all testing ids originated from same draw but different aliquots of sample. - testing was performed at two sites with different architect analyzers. Clarification of event: on (B)(6) 2011 ((B)(6)), the analyzer generated an initial result of 2.205 ng/ml (sn (B)(4)). On (B)(6) 2012 ((B)(6)) the same initial draw, but frozen sample generated total psa result of 3.08 ng/ml (sn (B)(4)). The same initial draw, but frozen sample was tested on (B)(6) 2012 and generated a total psa result of 5.91 ng/ml (sn (B)(4)).

Manufacturer narrative:
High test results; (B)(4) no consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.

Manufacturer narrative:
The complaint text indicates the (B)(6) male patient had testing performed in multiple locations, and the results from the other locations were unknown. The initial hospital was located in (B)(6) and the results at this hospital are unknown. The hospital in (b)96) drew the sample in their laboratory, and it was split into two portions to be sent to (B)(6) which are 30 minutes and one hour away respectively from (B)(6). Csc indicated the shipping conditions of the sample to two different sites in unknown, and the sample could be the cause of the inconsistent results. A search of the ticket history for architect i2000sr instrument serial number (B)(4) was performed on (B)(4) 2012 with no tickets with similar customer issue for discrepant/imprecise results around the time of this complaint. Review of the metrics identified no adverse or non-statistical trends for the issue described in this complaint for imprecise total psa results on the architect i2000sr instrument. The total psa package insert provides information regarding specimen collection and preparation of analysis including multiple freeze-thaw cycles of specimens should be avoided. The package insert also indicates specimens may be stored for up to 24 hours at 2-8 degrees c prior to being tested. If testing will be delayed more than 24 hours, specimens should be removed from the clot or serum separator and stored frozen at -20 degrees c or colder. Architect system operations manual lists numerous causes of erratic results including multiple hardware issues, sample integrity (bubbles, foam, sample not collected or prepared correctly, and sample volume). To date no subsequent complaints of this nature have been documented against architect serial number (B)(4). A review of trending data did not identify a product issue, an adverse trend, or a non-statistical trend associated with this issue. Based on the available information, a deficiency of the architect i2000sr instrument was not identified. Based upon the data available, and the results of this evaluation, a single definitive cause of the customer's issue was not able to be determined. However, sample preparation was not able to be ruled out as a potential cause of the discrepant total psa results.